Event description:
Caller reported that motor was not delivering insulin, and no alarms were triggered. There was no adverse impact to the customer¿s blood glucose level. Customer was informed by technical support that the pump's software monitors all operations and would trigger an alarm if necessary. Customer understood and acknowledged this information. Customer had to end the call and was instructed to follow up in a couple of hours.